Event description:
The customer reported an elevated troponin I (access accutni+3) result for one (1) patient involving the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample in question on the same unicel dxi 800 access immunoassay system and obtained a lower result within the customer's normal reference range. The patient then had additional accutni+3 testing performed the next day and the customer obtained results within the normal reference range. There was a report of a change in patient treatment associated with this event as the patient was admitted to the hospital's ICU (intensive care unit) in association with the elevated troponin I (access accutni+3) result obtained. Quality controls (qc), calibrations and system check parameters were recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged for six (6) minutes at 4,500 rpm (revolutions per minutes). No issues with sample integrity were reported. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply the patient's weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. All verification testing performed by the fse passed within the published performance specifications. There is no evidence that the access accutni+3 reagent was returned for evaluation. There was no evidence of a system malfunction as all system parameters were within assay/instrument specifications. In conclusion, the cause of the event cannot be determined with the available information.